Event description:
The customer reported a loss of audio at their philips intellivue information center (piic) after replacing the hard drive. The device was in use on a patient. There was no report of patient or user harm.